Manufacturer narrative:
The lot was manufactured from october 24, 2016 to october 26, 2016. The device was received for evaluation. Visual inspection was performed and noticed a ruptured bladder. The bladder was inspected under the microscope with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that during preparation, the inner balloon of a small volume infusor ruptured and leaked. The reporter stated that the device was filled in a buscopan glass vial and physiological. It was observed that the elastomeric matrix had a gash. There was no patient involvement. No additional information is available.